Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2007, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. A CT scan done in 2009, revealed aneurysm enlargement due to an unk endoleak. The physician chose to wait and watch. In 2010, the pt had an exploratory angiogram. This revealed a proximal type I endoleak. The same day, an aortic extender component was implanted to address the endoleak. The endoleak resolved, and the pt is stable with no further complications.